Event description:
The pt experienced surging and a loss of stimulation on the left side of his body. Stimulation on the right side was ok. A month later the pt was seen in clinic. Interrogation of the implantable neurostimulator revealed that 75% of the battery was used. Impedances were greater than 4000 ohms on contacts 0, 1, 2 and 3, indicating a lead fracture. Reprogramming did not return stimulation on the left side. At replacement surgery one month later, intraopertive impedance testing confirmed high impedances, prompting replacement of the lead along with the extension and implantable neurostimulator replacement. Impedances of the replacement lead and extension were within normal limits. The new device system was programmed the day after surgery with satisfactory stimulation coverage of both the right and left painful areas. The hcp reported the pt outcome as a 'non-serious injury, recovered without sequela'.

Manufacturer narrative:
Photographs were taken of all returned devices. Final device analysis of the implantable neurostimulator revealed no anomaly found; the implantable neurostimulator was functionally ok. Analysis codes above. Only the distal end of the lead with contacts 0-3 was returned for analysis. Final device analysis of the lead revealed that all the conductor were broken from overstress damage. Extension was ok, but cut through. Final device analysis of extension revealed no significant anomalies. The distal end of extension was not returned. The proximal end was intact and undamaged. Final device analysis revealed no significant anomalies.